Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), device evaluation, unique device identifier (UDI) number and investigation conclusion. Evaluation of the returned device, the complaint was confirmed. One jaw was broken distal to the central ceramic hub, the jaw was fully detached. The detached jaw was returned. No fragments appear to be missing or unaccounted for. No additional anomalies were noted during inspection. The shaft, handle and remaining jaw were all intact and in good condition. Despite the missing jaw, action was smooth as intended. Examination of the fracture plane under magnification was unable to confirm cause of the fracture although it likely occurred as a result of blunt force impact potential due to mishandling. Device history record was reviewed and showed the product met all specifications upon release. As stated on the IFU (instruction for use) the user manual states: carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or the device is damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic hysterectomy procedure, the device tip broke off and fell into the patient. The user was using a grasper to seal the vessel when the event occurred. Prolonged anesthesia and x-ray conducted to find the tip. The tip was recovered, removed from the patient, and the intended procedure was completed. There was no patient harm, or injury reported due to the event. No user injury reported.